Event description:
It was reported to olympus (by the territory manager) that an hf unit (generator) had an e433 error foot pedal not assigned, when it was assigned. The manager reviewed the error log and they also received e187 increased hf leakage current and e006 non-conductive fluid and the grounding pad may have unnecessarily been attached to the patient. E006 non-conductive fluid ensure they were in saline, the electrode may have been out of the saline, there may have been encrusting on the tip. Customer was able to resolve the foot pedal unassigned by powering off, reseating the foot pedal powering on. It was reported that they received an error when started using the unit. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h4, h6. Corrected fields: g2 (added selection), h6 problem code (1304 - image display error / artifact should be removed and replaced with 1198 - electrical /electronic property problem added). The device was not returned for evaluation, therefore, the reported issue could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. However, an e006 error can be triggered due to several circumstances. It occurs, in general, when the electrical resistance between the two electrodes is increased. Originally, the error code was intended to warn the user if an irrigation fluid with a low conductivity is used. If the conductivity is generally interrupted by other circumstances, the error code e006 is also triggered. Other triggers are: an increase in tissue on the electrode increased transfer resistance by incorrectly plugged contacts on the working element or the connection cable increased transfer resistance due to defective contacts on the working element or the connection cable the instrument is in a gas bubble at activation. In this instance, improper handling of the affected device by the user cannot be excluded. Olympus will continue to monitor field performance for this device.